Event description:
The bellavista ventilator automatically shut down while on a patient in the ICU. The renal therapy tech was notified, and the vent was replaced immediately. Manufacturer response for patient ventilator, bellavista bv1000 (per site reporter). They will be sending a rep out to look at the device.